Event description:
A complaint was received reporting higher scan values while using the adc device compared to an adc meter. The customer experienced symptoms of hypoglycemia and had a loss of consciousness. An ambulance was called and provided the customer an injection of glucagon for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event. Sensor scan readings of 11.30 mmol/l, 14.70 mmol/l, and 20.20 mmol/l were reported, against adc meter results of 5.2 mmol/l, 8.2 mmol/l, and 14.70 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting higher scan values while using the adc device compared to an adc meter. The customer experienced symptoms of hypoglycemia and had a loss of consciousness. An ambulance was called and provided the customer an injection of glucagon for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event. Sensor scan readings of 11.30 mmol/l, 14.70 mmol/l, and 20.20 mmol/l were reported, against adc meter results of 5.2 mmol/l, 8.2 mmol/l, and 14.70 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.